Event description:
(B)(4): the unit will not shut off at "zero" position. The complaint did not report that there was any adverse consequences for patients.

Manufacturer narrative:
The flometers leaked at "closed" position due to manufacture assembly error. Amvex has initiated a recall the suspected units.